Event description:
Pump went to nursing home for infusion of morphine sulfate for pain management. Initially, pump ran without problems, but a few hrs later the pump continually placed itself in a pause mode. After restarting the pump, the pump continued to revert to a pause position.